Event description:
It was reported that during the implant procedure, the lead connector was found to be bent when it was removed from the box prior to implant. The lead was not used and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the distal connector was distorted from being bent. It was noted thatthe distal end low voltage electrode was covered with blood. The lead appeared to be damaged at implant. The analyst commented that the lead was returned with the is1 pin bent and blood on helix it might suggested that the pin bent occurred during the attempted implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).